Event description:
While testing the product during a field service call, it was noticed that the duraguard became hot. This was found in a non surgical setting. There is no report of adverse consequence to the user.

Manufacturer narrative:
The product was received at the MFR for investigation. Investigation results indicate that the alleged complaint of the duraguard heating up could not be duplicated.